Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) assisted the home patient (hp) to clear the error and informed the hp of the error meaning. The hp would complete drain with manual exchange. Baxter contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved; the home patient ended therapy on the cycler and completed last fill with manuals. According to the hp, the cause of the alarm was due to the hp having the final line clamped. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain 4/4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. Label review was not performed no user error was suspected. An individual trend review was not performed. Renal qe, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take action as appropriate.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.